Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of a battery anomaly. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.